Event description:
End user alleges while operating the motorized wheelchair in a parking lot, she was struck by a motor vehicle. As a result of the incident, the end user allegedly sustained an injury to her left leg.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was operating the motorized wheelchair in a parking lot/roadway where she was struck by a motor vehicle. The hoveround owner's manual warns end users not to drive their motorized wheelchair on the roadway or public streets.